Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the physician was only able to get 1 lead placed. The manufacturing representative did not believe this was device related. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a 50 percent or greater symptom reduction. They were unable to place the lead in posterior epidural s pace. The lead kept falling into the lateral recess. The pre-op and post-op diagnosis included lead malfunction. There was a revision of the spinal cord stimulator system under fluoroscopic guidance. The patient was brought to the or and placed in a prone position. The area in question was prepared and draped in the sterile fashion. The patient's previous incision sites were identified and after local anesthetic was administered in the skin, an approximately 5.0 cm transverse incision was made over the previous generator site. Hemostasis was achieved by electrocautery. The incision was dissected down until the generator was identified. The previous anchor sutures were cut and removed, and the generator was delivered from the pocket. The leads were loosened with a hex wrench and the generator was removed from the field. The local anesthetic was administered to the patient's spinal incision and a 5.0 cm longitudinal incision was made in the midline. Hemostasis was achieved by electrocautery. The incision was then dissected down and the anchors and leads were identified. The anchors were dissected free and the leads were withdrawn from the spinal canal without difficulty. The leads were then removed from the field. A curved tuohy needle was brought onto the field and it was advanced toward the l2-3 interspace, using a left paramedian approach. The epidural space was identified via loss of resistance to air. An 8 contact stimulator lead was then advanced through the tuohy and advanced under fluoroscopic guidance until its tip was at the top of the vertebral body in the midline. Proper lead position was confirmed by both ap and lateral fluoroscopy. A second lead was then placed using a left paramedian approach at the l1-2 interspace. Despite multiple attempts at positioning the healthcare professional (hcp) was unable to position the lead in the posterior epidural space, so that lead was removed. The test stimulation was then conducted, which confirmed adequate coverage of all the patient's painful areas with a single lead. The tuohy was removed and the lead was secured to the fascia using 2-0 silk suture and an anchoring device. The lead was then tunneled to the generator site using the tunneling device. Both wounds were copiously irrigated using antibiotic solution. The generator was brought back onto the field. The lead was attached to the generator and secured using a hex wrench. It was implanted into the previous pocket. Both wounds were closed using interrupted 2-0 vicryl sutures for the fascia, followed by running nylon stitch for the skin. A sterile dressing was applied. The patient tolerated the procedure well and was taken to the recovery room in stable condition. The stimulator was programmed in the recovery room.